Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a clot at the top perimeter of the oxygenator could not be confirmed as the device was not returned for evaluation. A specific cause for the reported events could not be conclusively determined through this evaluation. It was reported that the eurosets amg pmp oxygenator will not be returned for evaluation. Requests for further information regarding the event were submitted to the account; however, no further information was provided. The eurosets amg pmp instructions for use (IFU), rev. 04, is currently available. Under the section titled, ¿intended use¿, the IFU states that the ¿a.m.g. Module pmp no t.p. Sterile is intended for use in adult surgical procedures requiring extracorporeal gas exchange support and blood temperature control for periods of up to 6 hours¿ and also that the device ¿is intended to be used in an extracorporeal perfusion circuit to oxygenate and remove carbon dioxide from the blood and to cool or warm the blood during routine cardiopulmonary bypass procedures up to 6 hours in duration. Contact with blood for a longer period of time is unadvisable.¿ under the list of warnings, the IFU warns that during the extracorporeal circulation (ecc) a backup oxygenator is necessary and also warns that the extracorporeal circulation has to be carefully and continuously checked. Under the list of precautions, the IFU cautions that a strict anticoagulation protocol should be followed and anticoagulation should be routinely monitored during all procedures. The benefit of extracorporeal support must be weighed against the risk of systemic anticoagulation and must be assessed by the prescribing physician. Adequate heparinization must be maintained before and during bypass. The "priming and recirculation procedure" section warns to check the correct dosage of anticoagulant in the system before starting the bypass. The "bypass start" section states to check that anticoagulation level (act) is appropriate before starting the procedure. This section also contains a subsection on blood gas monitoring and explains how to adjust the relevant parameters based on the patient¿s blood gas values. The "during bypass" warns that the act (activated coagulation time) must always be longer than or equal to 480 seconds in order to ensure adequate anticoagulation of the extracorporeal circuit. Under the section titled ¿oxygenator replacement¿, this document states that a spare oxygenator must always be available during perfusion. After 6 hours of use with blood or if particular situations occur, which may lead the person responsible for perfusion to determine the safety of the patient may be compromised (insufficient oxygenator performance, leaks, abnormal blood parameters, etc.), follow the procedure outlined in the IFU for oxygenator replacement. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer¿s report #3003306248-2021-00009. It was reported that the patient had blood loss anemia. Due to this, the patient was transfused with 6 units of reagent red blood cells, 3 units of fresh frozen plasma, 2 units of platelets and 20 cryo intraoperatively. The patient's chest was left open and the patient was brought back to the operating room for chest closure on (B)(6) 2021. The patient also had renal dysfunction with acute kidney injury post operation. The patient was placed on continuous renal replacement therapy (crrt). The patient had their arterial extracorporeal membrane oxygenation (ECMO) cannula in the right femoral artery with distal reperfusion catheter in place. The patient arrived to the intensive care unit (ICU) with mottled right foot, unable to obtain pedal pulses. Popliteal pulses present. On (B)(6) 2021 the patient was taken back to the operating room for removal of ECMO cannulation from right iliofemoral arteries, thrombectomy of right common femoral, proximal profunda, superficial femoral and popliteal arteries and four compartment of fasciotomies of right calf. The patient had their chest closed on (B)(6) 2021. The patient had combined blood loss anemia from cardiac surgeries and additional surgeries requiring vascular surgery to lower extremity and laparotomy. The patient had worsening hemodynamic decompensation. A CT scan was obtained showing free intraperitoneal air concerning for bowel ischemia. The patient was taken of an emergent laparotomy. The patient had an infarction of the majority of the small bowel and right colon, which was resected and left in discontinuity for a second look surgery planned for (B)(6) 2021. A CT scan showed patency of the superior mesenteric artery out to the distal branching, then becomes difficult to visualize branches. Also showed an embolization to the liver and kidneys suggestive of a diffuse embolic event. This patient appears to have suffered a combined embolic and low flow insult to the bowel. The patient had acute liver injury related to shock versus ischemic damage with right hemiliver infarct noted on the CT. Liver enzymes and the patient's inr remained elevated despite the fresh frozen plasma administration. The patient was on antibiotic therapy due to positive bacterial blood cultures and endocarditis preoperatively. The patient was taken for a laparotomy on (B)(6) 2021. Peritoneal fluid grew candida albicans and 1 of 2 blood culture bottles also grew candida albicans. The patient started on antigungal therapy. The patient had repeat cultures drawn on (B)(6) 2021. The patient was taken back to the operating room on (B)(6) 2021 for extended ileostomy. The patient was taken back to the operating room on( B)(6) 2021 for re-exploratory laparotomy, ileostomy creation and cholecystostomy tube placement. On (B)(6) 2021 the patient experienced bleeding from oropharyngeal site, ears, nose and throat specialist was consulted and packing was placed. As of (B)(6) 2021, the patient received a total of 32 units of red blood cells and 13 units of platelets since initial surgery. During the initial surgery the patient had respiratory and metabolic acidosis and was placed on veno-venous (vv) ECMO and converted to veno-veno-arterial (vv-a) ECMO prior to leaving the operating room. The patient was unable to be extubated due to elevated inr tracheostomy was not placed. On (B)(6) 2021 the patient was taken to the operating room for ECMO conversion from veno-arterial (va) ECMO to vv ECMO. The patient required some respiratory support with carbon dioxide elimination. There was also a clot noted in the top perimeter of the oxygenator.